Manufacturer narrative:
The returned device was evaluated and the investigation found no leaks during testing. No blood was seen on the device. However, the exposed portion of the soft cannula was found to be kinked and outside of the required length specification. Device was still able to deliver insulin and the download data showed no signs of struggle or pulse width increases. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 16.80 mmol/l (302.4 mg/dl). In order to treat the high bg, the pod was changed and a bolus was administered. The pod was worn on the patient's abdomen for between 4 and 24 hours. The patient's bg history is as follows: time: 7:32 am, bg (mmol/l): 16.30, (mg/dl): 293.4; 4:49 pm, 16.80, 302.4; 11:24 pm, 16.30, 293.4.